Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during attempted implant of the right atrial (ra) lead there was difficulty in passing the ra lead through the patient's torturous anatomy and difficulty positioning the ra lead. It was also reported there was doubt about the ra lead helix function. Therefore, the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).